Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related the MFR report#s: 2183959-2012-00106, 00105. On (B)(6) 2006, a monarc sling was implanted. It was reported that, as a result of the implant, the pt experienced pain, and dyspareunia. On (B)(6) 2007, the pt required a surgical revision procedure to loosen the implanted mesh and on (B)(6) 2008, the pt had the implanted mesh removed. The report indicates that the pt has sustained permanent injury.